Event description:
Battery depleted too fast, failing to charge fully and lasting only to 55%, led to the pump shutting down during the patient's sleep, resulting in high blood glucose levels upon waking. No specific blood glucose level was reported, but there was an impact. The mother of the patient requested technical support follow-up for troubleshooting as the customer was out of warranty and in the process of renewal.